Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Flow accuracy testing was performed, the device passed, and no issues were noted. All calibration values were in specification. The reported condition was not verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of levophed (at 11mcg/min) with a spectrum iq pump, the pump was not infusing, and the patient experienced a rapid decrease of the tas (systolic blood pressure) to less than 50 and a decrease in the pulse (no value provided). The levophed was increased without any results. It was observed that there were no drops flowing from the drip chamber of the set. It was reported ¿at 3 hour¿ the blood pressure dropped to 43/22 mmhg. The pump was changed, and the blood pressure ¿immediately went back up¿ (no values provided). It was reported the administration of levo was then decreased. At the time of this report, the patient outcome was not reported. No additional information is available.